Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2938836-2018-08522. During follow-up, increased high voltage lead impedance was observed on the right ventricular (rv) lead. A new rv lead was implanted to try and resolve the issue but the impedance remained high. The issue was resolved by explanting and replacing the device. The old lead was connected and the new lead was electively explanted. The patient was in stable condition and experienced no adverse health consequences.